Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. Analysis confirmed a portion of the internal circuitry had become overheated which resulted in the observations reported from the field. The circuit was replaced and the programmer passed all other testing. Laboratory analysis confirmed the reported clinical observations.

Event description:
Boston scientific received information that this programmer had black screen despite multiple reboots. This programmer was returned back to the laboratory. No patient involvement.